Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using the complaint device. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, device ceased to function. Pediatric patient uses adult device against user guide recommendations. No additional patient or event information is available.